Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received fro analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The 80-90% stenosed target lesion was located in the significantly tortuous and severely calcified left anterior descending (lad) artery. A comet pressure guidewire was selected and advanced. During manipulation of the wire down the lad, the distal shaft of the wire fractured/separated from the main body of the wire. A portion of that wire was within the artery while another portion remained within the guide allowing it to be trapped. Both portions of the wire were able to be removed from the patient. No patient complications were reported and the patient's status is stable.